Event description:
It was reported that during an unknown procedure, staples were not deployed on the anus side after the 1st firing. Also, deployed staples on the oral side were malformed. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4).